Manufacturer narrative:
The device was returned with the procedural sheath and evaluated by cardinal health. Visual inspection of the returned device showed that the advancer tube was separated from the catheter. The proximal tip of the advancer tube was slightly damaged, but no damage was observed at the distal end. The procedural sheath was pulled back against the shuttle hub and the shuttle was engaged to the handle. Some small pieces of the sealant were observed at the distal end of the balloon. The balloon was inflated and pressure was maintained. The catheter was inserted into the advancer tube and no resistance was felt during the insertion. The catheter and advancer tube were inspected for anomalies that may have obstructed the device path during the deployment. No anomalies were observed. Based on the information provided and the investigation performed, the root cause of the reported event could not be conclusively determined. However, if the balloon which is located right at the distal tip of the advancer tube is not completely deflated prior to it being pulled through the advancer tube, the balloon could pinch and drag a portion of the sealant into the advancer tube, resulting in the inability to pull the balloon through the advancer tube and consequently the sealant being dislodged from above the arteriotomy during the removal of the device. The review of the lot history record (f1605302) indicated that there were no reworks, special conditions or related non-conformances for this lot. The lot met all product specifications, including quality control acceptance criteria prior to release and shipment. Should additional relevant information become available, a supplemental MDR will be filed.

Event description:
It was reported that the balloon of the mynxgrip device jammed during the device removal step. The device was being used in conjunction with a 5f procedural sheath for arterial closure following a diagnostic procedure. The device was prepped with no issues noted. The black marker on the inflation indicator was fully exposed during the preparation. The device was deployed without incident. Two minutes later, the balloon was fully deflated and an attempt was made to pull the balloon through the advancer tube at which time resistance was felt. The deployer pulled negative pressure (vacuum) but was still unable to pull the fully deflated balloon through the advancer tube. Ultimately, the advancer tube and the balloon were removed as a single unit from the patient. When the device was removed, the mynx sealant was observed above the patient's skin level. The mynx sealant was hydrated with sterile saline and the sealant was snipped off with sterile scissors. Manual pressure was held for 10 minutes to achieve hemostasis. There was no reported hematoma. A steri-strip was applied to the skin nick with no noted sealant exposed and the groin site was covered with a tegaderm patch. The patient's distal pulses remained unchanged pre-procedure and post procedure. The patient was discharged per hospital protocol and noted to be in good condition.